Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in clinic for follow-up. Upon device interrogation, the electrograms revealed multiple episodes of noise on the ventricular lead resulting in pacing inhibition. The noise could not be reproduced in the clinic. It was noted that the patient had an atrioventricular node ablation. No intervention or patient symptoms were reported.